Manufacturer narrative:
The hemmpro 2 device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the upper half of the silicone boot tip on the cold jaw were dislocated from its original location; the piece was noted returned. While we are unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 silicone jaw boot cracked and appeared to be detaching from the device. Nothing fell into the pt and no intervention was used to complete the procedure. The hospital did not report any pt effects.